Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right atrial (ra) lead exhibited high thresholds and intermittent capture. The ra lead was confirmed to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.